Event description:
The svc report shows the customer alleged that the audible alarm was not activating. Co's customer support engineer (cse) could not verify the malfunction. The cse as a precaution replaced the utility harness, the power switch and the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.